Event description:
Discordant troponin results were obtained on sixty-five patient samples on an advia centaur instrument. It is unknown if the discordant results were reported to the physician(s). The samples were rerun in duplicate on an advia centaur xp instrument and some rerun results did not match the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the wash valves were not working properly. The fse replaced all of the valves on the wash manifold and the wash aspirate probes. The fse also removed and reconnected the fluid global input output bus. The fse then tested the functionality of the valves, which were working properly. The cause of the discordant troponin results was a malfunction of the wash valves. The instrument is performing according to specifications. No further evaluation of this device is required.